Manufacturer narrative:
Dr (B)(6) is now deceased. Based on information provided, there was not indication of product malfunction for the tmj devices. They were replaced due to hetertopic bone growth. The explanted devices were not returned for review. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The patient has had 2 revision surgeries, see MDR 1032347-2010-00095 to 00098.

Event description:
It was reported the patient had tmj implants put in (B)(6) 2007, and due to hetertopic bone growth, they were removed (B)(6) 2007. The patient has since had another revision surgery, due to hetertopic bone growth, where a 3rd set of tmj implants on (B)(6) 2010.